Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcel/ators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint was determined as improper method of use during memobag removal depending on character of the found hole/cracks. The main hole I rupture was created from the inside out_ small cracks look like they were created by some sharp instrument. As the root cause of this complaint was determined improper method of use on the customer side, no other remarks: corrective/preventive actions in production are deemed necessary to introduce.

Event description:
When the physician retracted the gall bladder and placed it into the bag, the memo bag burst leaving the specimen exposed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
When the physician retracted the gall bladder and placed it into the bag, the memo bag burst leaving the specimen exposed. The patient's condition was reported as fine.